Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure electrical code #54 on power up.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) that encountered the issue replaced the front end board after isolating the failure to said part. The fse then calibrated the unit. The fse performed a complete pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received pcb,front end module, with a reported unit failure of power up failure electrical code 54. The failure analysis and testing dept. Performed a visual inspection and observed white residue on the pcb. Based on past experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. Please see attachment for evidence of the damage to part. Due to this damage and the risk it poses, this part cannot be investigated any further by the failure analysis and testing dept. Retaining the front end module in the failure analysis and testing department per procedure.